Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The doctor was malleting on t handle to advance the spreader. When he went to turn the spreader the handle snapped. Later in case while trying to pull out disc and bone he was twisting the rongeur and it bent. He was doing same with angled rongeur and it broke.